Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for transparent colorless liquid in the tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and transparent colorless liquid in the tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered in the tube with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: before use this batch, when customer open the package, they found 1ea tube has transparent colorless liquid in the tube.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in the tube with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: before use this batch, when customer open the package, they found 1ea tube has transparent colorless liquid in the tube.